Manufacturer narrative:
The actual dialyzer was returned to the MFR for eval without the prepackaging pouch and fmcna-ogden adapter and blood port caps. The fibers were wet with indication of blood contamination coagulation blood was noted near the o-ring on the non-cavity ID end gross visual examination revealed a thin piece of debris (pe/pu silver) situated between the ring and polyurethane cut surface. The debris caused a channel in the sealing surface and into the polycarbonate threads. Visual characteristics of the debris are consistent with polyurethane/polyethylene (pe/pu) silvers; they are thin and flexible, but retain shape. The complaint is confirmed. The dialyzer was subject to a lab bubble point test (internal leak test) where the dialyzer vas submerged in water and pressurized incrementally to 15psi. No leaks were observed during testing possibly due to coagulation blood noted near the o-ring seal. An investigation of the device mfg records was also conducted by the MFR. There were no deviations or non-conformances during the mfg process. In addition, the batch record review confirmed the labeling, material, and process controls were within spec.

Manufacturer narrative:
Plant investigation has not yet been completed. A f/u report will be filed upon completion of the investigation.

Event description:
A hemodialysis user facility has reported that during treatment an external blood leak occurred. The leak was visually observed to be coming from the header of the dialyzer. Test strips were not used. Estimated blood loss was 250cc. The pt had no adverse effects and no medical intervention was required. The pt completed treatment with a new set-up. Sample is not available for manufacturer eval.